Event description:
Customer reported a hospitalization for high blood glucose. The date of hospitalization was two years ago. The customer was unsure of the time or date. The blood glucose at the time of admission was over 500 mg/dl. The customer stated, she was feeling sick prior to the hospitalization event. She also stated the cause of the hospitalization was due to ketones. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.